Event description:
Pt was mechanically ventilated and developed a loss in ventilator pressures due to severe cuff leak from ett endotracheal tube. This was due to air leak-failure at junction between pilot balloon tubing and ett itself.